Event description:
Patient's mother reported that a warm pack exploded in her face when she squeezed the bag to activate it. The contents inside the bag went into her right eye and on her face. Mom rinsed her right eye well with water and normal saline. She denied having any discomfort aside from initial impact from the contents in her eye. After mom flushed her right eye and washed her face thoroughly of the warm pack contents, she reported no problems thereafter. She denied any vison problems or pain. Mom was advised to hold bag away from her face when activating future warm packs. Charge nurse and nurse manager were informed of incident.